Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: (B)(6). Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo of the complaint device. The review is documented below. [Photo review]: the photo included in the complaint shows the stent component already detached from the delivery system. Next to it, a delivery wire can be seen, and a kink can be located at the distal end of the proximal coil. No other damages are observed, and the rest of the device is not shown in the photo. Although the impeded condition of the enterprise system cannot be evaluated through a photo, the reported issue in the complaint is confirmed based on the damaged delivery wire and the detached stent. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9320821. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to a stent-assisted endovascular embolization procedure, the device packaging and devices were inspected and confirmed to be in good condition. During the procedure, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9320821) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not pass through into the microcatheter. The physician removed the microcatheter and the stent and found that the tip of the delivery wire on the stent was kinked / bent. The physician replaced both devices with new devices (both replacement devices were from other brands) to complete the procedure. There was no negative impact on the patient and no clinically significant delay in the procedure. A photo of the complaint device was included in the complaint. The product analysis team will review the photo. On 23-jun-2025, additional information was received. Per the information, the target vessel of the procedure was the at the bifurcation of the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. There was resistance during the advancement of the stent when entering the microcatheter. When the stent was removed, it was no longer still on the delivery wire. The additional information confirmed there was no negative impact on the patient and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 17 july 2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed detached from the delivery unit. As noted in the photo included in the complaint, a kink was observed on the delivery wire at the distal end of the proximal coil. Microscopic inspection was performed on the stent component. It was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The reported issue documented in the complaint regarding the stent being automatically released was confirmed since the stent was noted as already separated from the delivery system; based on stent component already detached from the delivery system, the issue regarding the stent being impeded in the hub of the concomitant microcatheter is confirmed based on the damaged conditions found on the distal end of the delivery wire. It is suggested that excessive force could have been inadvertently applied during the several attempts to advance the stent through the microcatheter, resulting in the kinked condition of the delivery wire and detached condition of the stent. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9320821. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.